Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-02621. It was reported that patient experienced ineffective stimulation after their leads migrated. As a result, patient underwent surgical intervention wherein the leads were explanted and replaced to address the issue. Effective therapy was restored postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.